Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system hardware had failed. A technical support specialist (tss) found that tower door 2 had failed but did not show up on the recover storage space screen. The tss provided the customer with instructions on how to manually fail and recover the door. It was confirmed that the customer was able to recover the door and gave permission to close the case. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure unable to recover. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.